Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 09/29/2015. Belt: 02/22/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away. The patient's daughter reportedly went to check on the patient around 7am and she was fine. Around 8am, the patient's daughter reportedly heard the alarms and found the patient unconscious and covered in blue gel. The patient was transported to the hospital where she passed away without wearing the lifevest. Review of the events surrounding the patient's death indicate that the lifevest detected asystole on (B)(6) 2017 at 08:34:38. Asystole is considered a non-life sustaining rhythm. The lifevest detected an arrhythmia at 8:40:51 for which three shocks was delivered. The patient's ECG shows that the patient was in asystole with intermittent cardiac activity during the shocks. The intermittent activity and motion artifact contributed to the false detection. The device was shut down on (B)(6) 2017 at 10:14:48. The patient passed away the following day on (B)(6) 2017 at 10:49am.